Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced ineffective coverage of pain relief. X-rays revealed that the lead had migrated. To address the issue patient underwent surgical intervention where the physician planned to remove the migrated lead and place two leads. The physician placed the leads at s1 and l5. Post procedure programming revealed successful paresthesia mapping/coverage.